Manufacturer narrative:
(B)(4). Date sent: 9/1/2021. Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a microwave ablation of soft tissue liver lesions clinical trial the patient experienced a psuedoaneurysm/hematoma after the ablation. The patient required diagnostic imaging, drug therapy, blood transfusion, and an embolisation of pseudoaneurysm hepatic artery. The patient's outcome was recovered/resolved. The relationship to the study device and primary study procedure was causal.